Manufacturer narrative:
A2: age at time of event: 66 (units not reported). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) minicaps were ¿broken¿ further described as ¿the foam in the packaging and not inside the minicap.¿ this was identified during preparation of the devices for peritoneal dialysis therapy. As a result, the caps were not used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual devices was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the iodine on the outside of the minicap and the foam outside the cap. There were no cracks or holes evidenced in the photos. The reported condition was verified. The cause of the condition is likely related to a shipping/distribution issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.